Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing system task light interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to initiate mechanically ventilation. There was no report of patient involvement.